Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
Reporter performed back-to-back blood glucose testing, using different fingersticks, with results of 34, 65 and 76 mg/dl. Reporter was not experiencing any symptoms. Reporter was using expired control solution for testing and had no new solution or test strips available.